Event description:
In the process of pushing in 55ml of kyprolis into d5w bag the equashield syringe filled up with 14ml of drug past the barrel into the 60ml equashield syringe. (Lot # 217402a exp 4/1/2024). FDA safety report ID# (B)(4).